Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and tandem-provided usb charging cable. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Customer addressed bg by administrating a manual correction injection. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall power adapter.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.